Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle break? No, only bend. Did the needle pull off during the procedure? No. Did the needle fall into the patient? No. Were x-rays taken to locate the needle? No. Was the needle piece removed from the patient during the same procedure? No. Was there any patient consequence or injury? No. What is the condition of the patient? There are no impact on patient.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle bends when passing through tissue. There were no reported patient consequences.

Manufacturer narrative:
Actual needle sample presented used, deformed and bent condition. Visual inspection showed that needle presented partly heavy. User instrument marks in the last third of the needle and also in the needle tip area. User handling error was determined to be the cause of the issue. Review of the instructions for use indicate that grasping the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point is recommended. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Grasping at the butt or attachment end could cause bending or breakage. No further investigation is required.

Manufacturer narrative:
Representative samples have been subjected to a visual inspection and needle diameter and ductility testing and all results met the specified quality requirements.